Event description:
It was reported that the pulse generator had gone into elective replacement indicator (eri) sooner than expected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a reversed mounted capacitor, which caused a slightly higher current drain than normal resulting in an earlier battery depletion. Electrical measurements at nominal settings with an external power supply found that the reversed mounted capacitor does not affect pacing or sensing.